Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 08-jul-2019. This spontaneous case was reported by a physician and describes the occurrence of abdominal pain ('abdominal pain') in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: she has underwent different test from other specialist and everything is ok. On an unknown date, the patient had essure inserted. In 2017, the patient experienced abdominal pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced swelling ("sensation of swelling") and headache ("headache"). The patient was treated with surgery (laparoscopy with salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the abdominal pain, swelling and headache outcome was unknown. The reporter provided no causality assessment for abdominal pain, headache and swelling with essure. The reporter commented: all the events were considered as related by consumer. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.